Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in an internal shunt in a moderately tortuous and moderately calcified vessel of the forearm. A 5.0mmx40mmx40cm sterling balloon catheter was advanced for dilatation. However, during second inflation at 14 atmospheres for 5 seconds, the balloon ruptured at the shoulder part of the balloon. The device was removed, and a pinhole was noted. The procedure was completed with a different device. There were no patient complications nor injuries reported, and the patient condition was good post-procedure.